Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that two vessel sealer extend instruments and one vessel sealer instrument were used during the surgical procedure. Multiple system errors #22024 were found to have occurred during the surgical procedure. System error #22024 is an informational error message generated when the instrument is commanded to strong grip torque (usually for vessel sealer seal function) and the grip torque is outside the expected range (typically too low based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the endowrist vessel sealer extend instrument allegedly failed to seal target tissue adequately and as a result, the patient experienced blood loss of no more than 750 ml. However, at this time, the root causes of the customer reported failures cannot are unknown.

Event description:
It was initially reported that during a da vinci-assisted distal pancreatectomy procedure, the surgical staff encountered an unspecified error message regarding circuitry while using an endowrist vessel sealer extend instrument. The arm swap pedal was engaged per system instruction, after which the instrument could not be opened and presented with an exposed blade. The patient was reported to have incurred blood loss as a result. On october 06, 2018, intuitive surgical, inc. (Isi) received the following additional information from the surgeon regarding the reported event: the error message was encountered at the end of the sealing cycle (after sealing pancreas parenchyma tissue), at which point the vessel sealer jaws were unable to be opened by the master tool manipulators (mtms), and could only be opened using the foot-switch pedal. Upon opening the instrument jaws, the knife was observed to be partially exposed. The seal was observed to be incomplete, and blood loss occurred as a result. The procedure was able to be completed with spare endowrist vessel sealer extend instruments. As a result of the alleged instrument issues, the surgical procedure was minimally prolonged during which additional anesthesia was administered to the patient. During the surgical procedure, anticoagulants were also administered to the patient. There was no allegation that fragments from the instrument fell inside the patient. On october 09, 2018, is contacted the surgeon and obtained the following additional information regarding the reported event: the blood loss incurred due to the incomplete seal was less than 750 milliliters (ml). The patient was reported to be "doing well". No further complications were reported.